Manufacturer narrative:
Model number/catalog number: 72404127, batch/lot number: 671424019, model/catalog description: control pump fgs iz, model number/catalog number: 72400024, batch/lot number: 669118009 ,model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced mechanical issues with a 10 year old artificial urinary sphincter (aus). A replacement surgery was performed. No patient adverse events noted, and is currently in recovering. No more information available at the moment. Should additional information become available, it will be provided.